Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a critical "service required" code was found in the ventilator's downloaded error log indicating an internal battery fault; the battery was not chargeable or usable. The device's central processing unit board assembly required replacement to address the issue. Additional findings not related to the malfunction/issue: rubber feet were missing and required replacement. A cable clamp was missing and required replacement. The base enclosure assembly was misaligned and require re-alignment. Insect infestation was observed in the device. No repairs were completed because the device was not needed for inventory and was scrapped.